Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: bi 71000480rpend, serial/lot #: unknown, ubd: unknown, UDI#: unknown ; product ID: bi71000269, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that that the uninterruptible power supply (ups) and channel 86 was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after planned maintenance (pm), the uninterruptible power supply (ups) and lexan needed to be changed. It was reported that the ups did not fail but the batteries were empty. There was no patient present when this issue was identified.

Manufacturer narrative:
H3) device evaluated by MFR: the uninterruptible power supply (ups) was returned for analysis. Functional testing determined that the ups was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Lot number of concomitant product updated. Product ID: bi71000480r; lot: 9725alcps581700290 if information is provided in the future, a supplemental report will be issued.